Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation). Updated: h6 (component code, investigation findings, investigation conclusions). Based on further investigation performed by the engineers, it could be concluded that the reported malfunction was likely due to the solvent bonding process during the manufacturing process. The manufacturing personnel has been notified about this condition. Nevertheless, the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use in a cardiac surgery (coronary artery bypass + mitral valve reoperation) with this disposable pressure transducer. The systolic pressure value increased, in about 5 seconds, from 95mmhg to 200mmhg. The device was replaced, and the issue was solved. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis. However, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. And any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Further information was received from customer regarding the lot number of this fogarty catheter. (Lot number: 64702635). The fogarty catheter was received at our product evaluation laboratory for a full evaluation. Customer report of pressure value increase was not able to be confirmed. Disposable pressure transducer zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. However, distal pressure tubing had been completely detached from bond joint with vamp plus distal sampling site. No other visible damaged was observed from the returned unit. Engineering task assigned for further investigation.